Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test and during prime/a33 test due to moisture damage on the force sensor resistor. The insulin pump passed the displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.